Event description:
It was reported that a spectrum pump alarmed downstream occlusion as soon as the tube was loaded during testing at the nursing department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibration force sensor and out of adjustment downstream tubing guide. The force sensor requires recalibration and the downstream tubing guide requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.